Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nighttime low blood glucose while three weeks into ilet use, with post-correction hyperglycemic spikes discussed during a troubleshooting call; insulin delivery using contact detach was reviewed with no delivery issues identified, and education was provided on correct low blood glucose protocol and algorithm learning. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included remote troubleshooting, review of device reports, and user education. Investigation of this case revealed no device malfunction and no component failure, consistent with an undetermined cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.